Manufacturer narrative:
Vyaire file identification : (B)(4). The customer reported that they cross checked the flow sensor exhalation valve. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.